Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced intermittent connectivity issues between the ilet and a dexcom g7 continuous glucose monitor (cgm) sensor, resulting in signal loss to the ilet and temporarily absent glucose readings; troubleshooting and education were completed, including guidance on toggling the sensor, and there were no alerts or alarms. No adverse clinical symptoms reported. Outcomes included no clinical impact reported. User support included review of device connectivity behavior and user education on sensor pairing and reconnection steps. Investigation of this case revealed transient communication loss between the ilet and the cgm transmitter consistent with known wireless connectivity limitations, with no device hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent setup or environmental interference affecting cgm-to-pump communication.